Event description:
The customer reported that his acuity central monitoring system's cpus and switches were not responding resulting in a loss of central monitoring. The customer did not provide any patient information.

Manufacturer narrative:
A supplement report will be file when we have more information about this issue. The customer did not provide system serial number and software information. The device manufacturing date cannot be determined without the serial number.